Manufacturer narrative:
This incident has been recorded under (B)(4). Once investigation is completed a supplemental/final report will be submitted. G2: foreign: japan. E1: telephone: (B)(6).

Event description:
It was reported that before surgery there was dirt on the main body inside the sterile packaging. No harm or surgical delay. Due diligence is complete.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information related to final investigation. The following sections were updated: b4 b5 d4 d9 g3 g6 h2 h3 h4 h6 h11 complaint can be confirmed through the returned product analysis. Visual inspection confirmed a flaky white debris on the tubing of the device. The product was returned opened but unused in the tyvek tray. The white debris is visible at 12-18¿ under normal lighting with up to 10 second inspection and therefore does not meet packaging standards. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available.